Event description:
It was reported via clinic notes received that the vns patient's seizure frequency "was not modified with [vns therapy]." From ages (B)(6), the patient had approximately 1-2 seizures per month but began experiencing approximately 1-2 seizures per year after the age of (B)(6). The patient now has a seizure about every 2-3 weeks. The patient was implanted around the age of(B)(6); however, it is not known if the vns was implanted as a result of the increase or if the vns caused the increase. Her seizures are noted as mostly occurring upon awakening. Recent diagnostics indicate normal device function. The patient has been referred for generator replacement due to end of service however clinic notes indicate that the generator's "elective replacement indicator (eri)" was "no" which indicates that the generator is not yet at end of service. A battery life calculation was performed that estimated that the generator was likely near end of service. Surgery to replace the patient's generator has occurred. Attempts for additional information and return of the explanted generator are in progress.

Event description:
Additional information was received indicating the patient's explanted vns generator would be returned. The explanted generator was received and is currently undergoing analysis. Attempts for additional information have been unsuccessful to date.

Event description:
Analysis of the patient's explanted generator has been completed. The generator performed to specifications and no anomalies were found.